Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the device didn't not work. They always had the device on 24/7 and it was killing them because it was on 24 hours and their vagina was hurting and the stimulation was causing their toes to curl up. The caller stated the stimulation felt like a buzzing inside of them. The caller also stated that one time " it went off by itself " that caused them to drop to the floor. Patient had not had any symptom relief since the first implant and stated that they were still having to wear pads. The caller stated that the battery pack was also hurting them and they were scheduled to see their healthcare provider (hcp) on the (B)(6) 2024 for a possible device removal. Walked patient through how to turn therapy off and they said they could feel the relief of the implant being off. The caller stated they were needing a MRI so that information was reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.